Event description:
Clinical adverse event received for recurrent dislocation. Event is serious and is considered moderate. Event is possibly related to both device and procedure. Date of implant: date of event: (B)(6) 2022. (Right hip). Treatment: closed reduction / manipulation.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2022, the patient had a revision right total hip arthroplasty, to address nonreducible posterior dislocation. Depuy components were implanted during this procedure. The indications for surgery included, subluxation episodes and a dislocation. The cup and stem were noted to be ¿perfectly positioned¿ and were retained. The surgeon reported that the patient has deficiency of the posterior soft tissues. During the procedure, the surgeon observed acetabular cup had wear posteriorly, due to being dislocated. While implanting the new liner, the surgeon used a rongeur and ¿just trimmed down the 10-degree portion of the lip just a little bit, to give a little more clearance in extension¿.